Manufacturer narrative:
The device remains implanted. The foreign material particulate issue is related to a component issue within the injector. Corrective measures have been initiated with the manufacturer of the injector to ensure proper monitoring and resolution. Bausch & lomb will continue to monitor similar events to determine if additional actions are required.

Event description:
The healthcare facility reported an ac washout (anterior chamber) was required two (2) months after an intraocular lens (iol) implantation. It was originally thought to be retained capsulorhexis at 3pm position, extending through ac close to endothelium. After assessment by the surgeon it was found to be of foreign body appearance. At follow-up one week post ac washout, the patient did not note any symptoms and was happy with the outcome.